Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. Philips field service engineer (fse) reported no leakage issue. Issue was the monitor was not matching the set value. Fse found set values not matching and error code 9002 (flow sensor mismatch) in the device history log. The fse replaced the flow sensor to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
Customer reports gas leakage. No patient/user harm reported. Event date not specified; estimate used.